Event description:
During surgery support on (B)(6) 2013, suction loss occurred on patient's right eye due to patient movement. Physician re-attempted suction with same cone and same syringe/suction ring and completed flap creation and conventional lasik treatment. Amo's clinical development manager spoke to the physician on (B)(4) 2013 and stated patient's uncorrected visual acuity (ucva) was 20/50 at 1 day post op and flap was clear. No best corrected visual acuity (bcva) was performed. Patient interface was not returned. Additional follow up information was performed. The patient is doing well. That eye was amblyopic. Patient is having a myopic result, which physician plans to do a touch up due to the amount of astigmatism preoperatively. Patient pre-op was -0.25+3.75x176 20/25 and her post-op was -2.50+2.50x102 20/50.

Manufacturer narrative:
Evaluation codes: the equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. Amo's field specialist and amo's clinical development manager was onsite on (B)(4) 2013, to service the laser prior to surgery support. The clinic is reporting this event only and did not request field service or clinical support. Placeholder.